Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited an abrupt sustained high pacing impedance due to fracture. X-ray imaging was performed and lead fracture was confirmed. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable during and following the procedure.